Event description:
It was reported that while in the ctot (cardiac thoracic operating theatre) the intra-aortic balloon (iab) was prepped and inserted via the pt's right femoral artery. As soon as intra-aortic balloon pump (iabp) therapy began, the pump alarmed "high resistance" and the md noticed that there was a kink in the catheter. The iab was removed and replaced. There was a reported 15 min delay in iabp therapy. There was no reported pt death, injury, or complications. Medical / surgical intervention was not required. The pt outcome is listed as "satisfactory at the end." Add'l info rec'd stated that the pump alarmed "high pressure" and "catheter kinked." The iab and sheath were removed as one unit. The second iab was inserted through a sheath into the same insertion site (right femoral artery).

Manufacturer narrative:
(B)(4).